Manufacturer narrative:
This report is submitted on may 25, 2017.

Manufacturer narrative:
This report is submitted on february 27, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced tinnitus and a lack of clinical benefit with device use, resulting in the decision to explant the device on (B)(6) 2016.